Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm twice. There was no indication of an intra-aortic balloon (iab) leak and all connections were secure. The customer printed out an alarm log and it appears the alarm is occurring every two hours. The iabp was swapped without incident. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair, and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm twice. There was no indication of an intra-aortic balloon (iab) leak and all connections were secure. The customer printed out an alarm log and it appears the alarm is occurring every two hours. The iabp was swapped without incident. No patient harm, serious injury, or adverse event was reported.